Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's symptoms returned a week and a half after programming. Patient reportedly fell however did not believe it affected the stimulation. Impedance checks were performed while programming and an impedance of 10,000 ohms was received on contacts 0-2 and the patient had no stimulation. In order to resolve the issue, 2 programs were added covering the left leg and left lower back and the issue was resolved. The patient will continue using the 3 programs programmed around impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.